Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the balloon identified no damages. Multiple kinks and a break 79.7cm distal to the distal end of the strain relief were noted along hypotube shaft. The shaft polymer extrusion had no kinks or damages. Multiple kinks and a break 79.7cm distal to the distal end of the strain relief were noted in various locations along the length of the hypotube shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that the balloon shaft was fractured. The target lesion was located in the mid left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the delivery shaft was fractured. The procedure completed with another of same device. No complications were reported, and patient was stable post procedure.

Event description:
It was reported that the balloon shaft was fractured. The target lesion was located in the mid left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the delivery shaft was fractured. The procedure completed with another of same device. No complications were reported, and patient was stable post procedure.